Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump. During troubleshooting with tandem technical support the customer was instructed to try charging the pump using a different wall adapter. The pump was confirmed to be charging. It as also reported that the battery depleted form 100% to 10% in one day. Additionally, it was reported that the customer received two altitude alarms ((B)(6) 2016). The customer was able to clear both alarms and resume insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.